Event description:
Surgical assistant leaned against the aquamantys device when reaching to hold another instrument within the operating room and the device button depressed and the device activated producing a small first degree burn on the surgical assistant's abdomen.

Manufacturer narrative:
Aquamantys 6.0 bipolar sealer that burned the surgical assistant was not returned but generator used in conjunction with device was. Generator passed all safety and functional test and no failure was detected and product was within specification. This MDR was identified as a result of complaint handling and medical device reporting process/procedure updates triggered via acquisition by medtronic.